Manufacturer narrative:
Additional information: section d4 (serial no) has been updated from (B)(6) based on the returned product. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor was found to be in sensor state 6 (indicating normal termination). Watermark was observed at the base of the tail indicating the sensor was properly inserted. The sensor was de-cased and visual inspection has been performed and no issue were observed. This issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received "glucose value too high" (unspecified scan results) compared to a competitor's brand blood glucose meter and experienced a loss of consciousness which lasted for approximately an hour. In addition, the customer reported experiencing "motor problems", headache and double vision after regaining consciousness. The customer was able to self-treat by consuming gummy bears and drinking water and there were no reports of customer requiring treatment from a healthcare professional (hcp). No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received "glucose value too high" (unspecified scan results) compared to a competitor's brand blood glucose meter and experienced a loss of consciousness which lasted for approximately an hour. In addition, the customer reported experiencing "motor problems", headache and double vision after regaining consciousness. The customer was able to self-treat by consuming gummy bears and drinking water and there were no reports of customer requiring treatment from a healthcare professional (hcp). No further details were provided. There was no report of death or permanent impairment associated with this event.